Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cough, dry throat. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found dirt/dust contamination found on the bottom plastic of the device. Fibrous contamination found at the iso port. Dirt/dust contamination at the air inlet, inside of blower box, on motor casing, and motor impellers. The manufacturer found there was no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination of dirt, dust, fibrous found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.